Event description:
It was reported by the patient that they were experiencing episodes which caused fluid build up. The implantable pulse generator (ipg) was explanted and replaced two days following the reported episodes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.